Manufacturer narrative:
The main component of the device system; other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a manufacturer&#38112;representative regarding a patient who was receiving fentanyl [1500 mcg/ml] at a dose of 300.2 mcg/day and bupivacaine [10mg/ml] at a dose of 2.0 mg/day via an implantable pump for post lumbar laminectomy syndrome and non-malignant pain. It was reported on (B)(6) 2016 that the catheter tip was no longer intrathecal. It was also reported that the patient apparently presented with a seroma, but was unknown when it started. The hcp was calling to find out the lowest dose they could program the pump to and the options for lowest simple continuous or minimum rate mode were reviewed. Additional information was received from the representative on (B)(6) 2016. It was reported that the last refill and management at the pain managing hcp's office was on (B)(6) 2016 and no seroma was noted at that time. No diagnostics were performed related to the seroma and catheter migration. The patient had not returned to the office for pump issues and the managing hcp at the pain office spoke with the patient on (B)(6) 2016 with the patient not reporting seroma. It was also noted that on (B)(6) 2016 a catheter dye study showed the catheter at l5/s1 with good aspiration and dye injected into the intrathecal space. It was indicated that the patient was offered then surgery to correct the catheter location but opted to have other spinal surgery. The representative had no information available concerning that surgery.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient had spine surgery and the catheter was cut during surgery. The patient was receiving oral medications. On (B)(6) 2016, preservative free normal saline was placed in the pump and no other actions would be done.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.